Event description:
The customer reported that the unit does not operate on ac or internal battery. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that a v60 has no power. The customer verified there is 120volts ac going into the power supply and the 24volts dc coming out of the power supply going into the power management pcba. The amber led is illuminated. Product support recommended the power management (pm) pcba and provided the part number. Further information is pending.

Manufacturer narrative:
The product support spoke to the customer, and he explained that the power management pcba solved the issue. He was able to test the unit, and it passed successfully. The unit was returned back to respiratory for patient use. Upon further investigation, the issue was discovered outside of use, no patient impact. Therefore this complaint no longer meets reportability requirements.